Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), the patient was unable to be induced and the smartpass feature was unable to be enabled. The implant procedure was completed. Following implant, a low sensing message was observed and oversensing of p-waves was noted. It was noted that smaller amplitude signals were observed on electrocardiogram prior to implant. The patient was later seen in clinic for attempts to perform programming for optimization. The smartpass feature was still unable to be enabled and noise was noted on the stored s-ECG. Technical services (ts) discussed the potential of the noise being related to the electrode settling in and noted it may resolve once the electrode heals in place. Review of stored device memory noted untreated episodes due to oversensing of noise and p-wave oversensing. Ts discussed potential programming options. The physician was also considering replacing the s-ICD system with a transvenous system. Programming changes were attempted, however, did not resolve the oversensing related to the small signal amplitude measurements. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), the patient was unable to be induced and the smartpass feature was unable to be enabled. The implant procedure was completed. Following implant, a low sensing message was observed and oversensing of p-waves was noted. It was noted that smaller amplitude signals were observed on electrocardiogram prior to implant. The patient was later seen in clinic for attempts to perform programming for optimization. The smartpass feature was still unable to be enabled and noise was noted on the stored s-ECG. Technical services (ts) discussed the potential of the noise being related to the electrode settling in and noted it may resolve once the electrode heals in place. Review of stored device memory noted untreated episodes due to oversensing of noise and p-wave oversensing. Ts discussed potential programming options. The physician was also considering replacing the s-ICD system with a transvenous system. Programming changes were attempted, however, did not resolve the oversensing related to the small signal amplitude measurements. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.